Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 400 mg/dl. It was also reported that insulin pump received a broken force sensor was detected during seating or regular delivery error alarm since (B)(6) 2019. The customer was able to troubleshoot on insulin pump for insulin pump error but tried to call back to further high blood glucose troubleshooting. The insulin pump will be returned for analysis.